Event description:
Patient was using the wheelchair in the tilt back position, resting their head on the headrest, when without warning the bolts holding the bracket that held the headrest broke, allowing the headrest to fall." This /llegedly caused serious injury, but no specific injury has been provided.